Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump receive critical pump error alarm. Customer stated that they saw red cross on the display. Customer stated the insulin pump was exposed to moisture. Customer stated there was fluid in the battery compartment and damaged to the battery cap. No harm requiring medical intervention was reported. The device will be returned for analysis.